Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that within a day of starting use of this pump, the customer's blood glucose (bg) level elevated to 850 mg/dl. The customer used manual injections to address bg level. The contact believes that elevated bg level is due to the pump, as the customer has reverted to the use of a backup pump and has had no further issues. The contact declined to perform any troubleshooting with tandem technical support.